Manufacturer narrative:
510k: this report is for an unknown quantity of unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a hardware removal of the implanted locking compression plate (lcp) clavicle hook plate on (B)(6) 2018. This was due to the screws migrating/pulling out which caused the plate to pull out. The lcp plate was then removed and replaced with a competitor device. The plate was originally implanted on (B)(6) 2018. There was no surgical delay reported. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: lcp clavicle hook plate (part # 241.106s, lot # unknown, quantity 1) . This is report 1 of 1 for (B)(4).